Manufacturer narrative:
Device was received for eval and investigation, and testing is currently being performed. A f/u report will be filed when investigation has been completed.

Event description:
Pt contacted pharmacy stating the pump infused in 40 minutes instead of 1 hour. Pt is fine. No adverse event occurred. Date of event: (B)(6) 2010. Returning 1 actual from the pt, along with unit tested in the pharmacy. No lot available for actual sample.